Event description:
Consumer reported during the flow check finding the needle clog. Lot # unknown. Catalog# 320550. Date of event unknown. Sample status awaiting sample.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.